Event description:
The customer reported that they had a speaker malfunction.

Manufacturer narrative:
The customer reported that they had a speaker malfunction. The info from the customer was not sufficient to determine whether there was a loss of audio function. The speaker assembly was replaced and re-tested. The monitor was found to be working as expected. The original speaker was discarded, so it cannot be determined if it was functional. No further action or investigation is possible or is warranted. (B)(4).